Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. With all the available information, boston scientific concludes our investigation of this event is complete. This report will be updated should additional information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The complaint device was not returned to boston scientific; therefore, product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. In the absence of physical analysis, the root cause of the reported safety mode status cannot be determined.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.